Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n180175030, implanted: (B)(6) 2009, product type: catheter, product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n180175030, (B)(4); product ID: 8598a, serial/lot #: n112292023, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal 2,000 mcg/ml; 428.6 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported the hcp could not withdraw from the catheter access port (cap) during a dye study. The hcp requested assistance in calculating the hours to clear the drug in the system after they filled the pump with saline. The hcp received assistance to confirm the hours to clear calculation and the issue was resolved. The hcp planned to do a radionuclide study. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They did a radionuclide procedure and there was on saline in the full system at the time of the report. No further complication was reported.